Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was difficult to charge. The patient underwent an ipg replacement procedure per patient and physicians preference due to patients high risk of infection. The patient was doing well postoperatively.